Manufacturer narrative:
Device shown to rusch inc who in turn had a telephone conversation with rusch MFR sdn bhd. Without seeing actual device, it is possible that a "chute like" formation could happen in the first dipping process of the catheter mfg and become covered in next dipping stages. The groove would not then easily be noticed during 100% inspection. Review of the internal quality records for last 3 yrs showed there to be one incident on this criteria reported to the factory. Device returned to consumer.

Event description:
A catheter was placed in him during surgery that had been constructed with an additional lumen. This catheter leaked urine. No harm to patient.